Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient underwent incarcerated ventral hernia repair with mesh and partial omentectomy in 2016 and device was used. In 2017, patient returned to surgery for chronic draining sinus of the epigastric hernia repair that developed a postoperative hematoma and required drainage with mesh removal.

Manufacturer narrative:
New information shows that the product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.